Event description:
This ophthalmic microsurgical system would not function in irrigation, aspiration or phaco modes. Another unit was used to complete the procedure which was delayed approx 40 minutes.